Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal. The insulin pump was received with cracks on the display window.

Event description:
The customer's mother reported that the customer wore the insulin pump during an MRI scan. At the time of the call, the customer was at the health care professional's office with a blood glucose reading over 400 mg/dl. Advised the mother that the insulin pump would be replaced. Nothing further was reported.